Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the total daily delivery correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint the display lens was found to be cracked around the edges; the issue is obvious and detectable and has no effect on insulin delivery function.

Event description:
A family member reported that on (B)(6) 2011 the patient was admitted to the hospital for diabetic ketoacidosis with nausea, vomiting, frequent urination, and dehydration. The family member could not recall blood glucose (bg) values surrounding the incident. She stated that the patient was removed from the pump in the hospital, but could not recall what the treatment was. The family member stated that the patient recently started having allergies and breathing issues, and was given albuterol a few days before the reported hospitalization. The family member could not recall if there were any issues with the site. She stated that she felt the bg issue was related to illness, allergies, and/or a site problem. The patient reportedly resumed insulin pump therapy upon discharge from the hospital. No further information is available at this time. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.